Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken in the future. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00007302. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates x-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on 05jun2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 update: the reporter¿s information was updated.